Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in the clinic for a routine follow up. Upon device interrogation, the atrial lead exhibited noise which caused inappropriate mode switch episodes. The patient was asymptomatic. It was noted that the lead had previously exhibited poor sensing. The lead was capped and replaced on (B)(6) 2016. The patient was fine post procedure.